Manufacturer narrative:
Reports from end-user of the seating becoming detached were confirmed by the service provider. Service provider supplied photos of the device prior to their maintenance which depict the upper plate of the fixed seat tube having become detached from the inner tube to which it is mounted. Service provider made note that there were signs on the footplates of the device that indicate the footplates have been dragging the ground at various intervals. Photos supplied confirm this notation as well as showing the unit to have considerable physical damages having been inflicted on the device overall. Service provider believes this breakage was caused when the footplates had dragged against the ground, possibly at a height change in the sidewalk or curb cut out. With the device in forward motion and the footplates catching an immoveable object, the stress from the force caused the component to break. Review of the DHR shown this component to have been original from when unit was manufactured in 2006. It is believed that repeated stresses led to eventual fatigue of the component. Against permobil's recommendation, reports are the service provider repaired the fixed seat tube by re-welding the plate back to the inner tube. Once permobil was aware of this repair, the service provider and end-user were informed that the component should be replaced with new as permobil cannot confirm the welding techniques and the likelihood of repeat failure is high. Permobil generated a quote for a new component to perform a proper repair. Service provider stated that the end-user refused to pay for a new component and the weld was the only way to fix the device to return it to the end-user. The DHR was reviewed and unit was built according to specification. Dealer repaired and returned.

Event description:
End-user reported while using the device to traverse along a side walk, the seating broke away from the base causing the end-user and seating to fall forward. End-user reported they did not suffer any injuries as a result.